Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed noise on the right ventricular (rv) lead and shock channel. The noise was reproduced when the patient reached across their back. Reportedly no inhibition, no inappropriate therapy, and no symptoms were observed. During surgery the lead was tested via pacing system analyzer and the noise was not present. However it was suspected that there was lead damage. This ICD remains in service. No adverse patient effects were reported.